Manufacturer narrative:
The issue occurred during medtronic's servicing of the device. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, during servicing, after replacing the power supply and power distribution/controller printed circuit board assembly (pcba), this 980 ventilator sparked and smoked. The device was available for evaluation. When the service personnel (sp) turned the power switch on after replacing the aforementioned parts, the ventilator beeped, sparked, emitted smoke and did not turn on. Sp investigated and determined the source of the sparking and smoke was the direct current to direct current (dc-dc) pcba and replaced the dc- dc pcba. The unit passed all tests and calibrations as per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to a fault in dc-dc pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during servicing, after replacing the power supply and power distribution/controller printed circuit board assembly (pcba), this 980 ventilator sparked and smoked. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Section d9 updated due to part return correction section g2 510k# update to section h6 evaluation code result - additional code added component code - remove g02005 and add g0201201 h3: device evaluation summary: updated due to part return medtronic conducted an investigation based on all information received. The issue occurred during medtronic's servicing of the device. It was reported that, during servicing, after replacing the power supply and power distribution/controller printed circuit board assembly (pcba), this 980 ventilator sparked and smoked. The device was available for evaluation. When the service personnel (sp) turned the power switch on after replacing the aforementioned parts, the ventilator beeped, sparked, emitted smoke and did not turn on. Sp investigated and determined the source of the sparking and smoke was the direct current to direct current (dc-dc) pcba and replaced the dc- dc pcba. The unit passed all tests and calibrations as per manufacturer specifications at the time of service. One dc-dc converter pcba was received for failure analysis. A visual inspection of the returned part found that capacitor c56 showed signs of damage. The dc-dc converter pcba was attached to the failure investigation test ventilator for analysis. The analysis found that the capacitor c56 failed short circuit. If a failure of the c56 component occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was isolated to a faulty capacitor (c56) in dc-dc converter pcba. There is an existing previous internal investigation regarding this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.